Event description:
It was reported the insulin pump has a crack and its growing. Customer's father does not recall customer's blood glucose level. Customer's father stated there was a crack on the device that was growing. The crack goes all the way around the reservoir, through the display screen and hits the corner. Customer's father does not know how the damage occurred to the device but stated the customer was very active and plays sports. Customer stated the lcd has a crack but no scratches. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Insulin pump had a bleeding lcd glass noted.